Manufacturer narrative:
On (B)(6) 2017 09:19 am (gmt-4:00) added by (B)(6): the ventilator was not investigated by our field service engineer. No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. No parts were returned for investigation. Since no replaced parts or ventilator logs were returned for investigation, the root cause of the reported shutdown has not been determined.

Event description:
Importer ref: (B)(4). Manufacturer ref: (B)(4).

Event description:
It was reported that the ventilator shut down while it was connected to a patient. There was no patient harm. (B)(4).